Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va167vl, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported that where the implant is, she is feeling pain on her left side, and stated "where the wires are, not in the bulky part where the battery is". The patient says this has been happening for a couple of days, mostly when they sit down. It is a dulling kind of pain in their left side and they have some nerve issues so they don't know. They said the pain started in (B)(6) 2016. They also reported, that on the day of the report, their symptoms have been "exceptionally heavy, kind of like before the implant". They started on (B)(6) 2016 and the patient tried to increase stimulation to "6 point something", but this did not resolve the problem. They have an appointment to follow up with their hcp. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.